Event description:
Loosening revision. Loose genesis ii oxinium femoral component with macrotexture fixation and genesis ii non-porous tibial baseplate revised to a legion revision total knee with stems and offset coupler (tibial). Failure of component, requiring revision. Hospitalization is add'l outcome attributed to adverse event.

Manufacturer narrative:
Na